Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The battery compartment was cracked at two places, one at the opening and the other from the grip pad to the opening. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on results of investigation completed on 11/04/2014.